Event description:
Pt underwent elective cerebrovascular surgery following a subarachnoid hemorrhage. A size 5 lma was used for maintenance of anesthesia, and a size 7.5 mm tracheal tube was passed through the mask for airway management. A nasogastric tube was then passed through the partially deflated lma to facilitate gastric emptying and for later enteral nutrition administration. The procedure lasted for 8 hrs and the intraoperative course was unremarkable. Postoperatively the pt was transferred to ICU for elective ventilation. The physician decided to leave the lma in place, but with the cuff semi-inflated, since it was believed that attempts to remove it may result in accidental extubation of the tracheal tube, and possibly stimulate the cardiovascular system in the presence of the newly clipped aneurysm. Neurological function return was delayed; therefore the lma and the endotracheal was not removed until 8 days after surgery. During this time there was no apparent problems with the lma or endotracheal tube. Immediately prior to removal the pt was alert and oriented with adequate blood gases; nasogastric feeding had ceased six hrs prior. Within thirty minutes after extubation/lma removal the pt developed respiratory failure and went into respiratory arrest. The pt was orally reintubated and oxygenation was rapidly restored. At laryngoscopy mild pharyngeal edema was noted as well as a small area of necrosis on the posterior wall. The pt was treated with steroids and debridement via fiberoptic scope for 1 week. A chest x-ray taken shortly after reintubation revealed marked bilateral atelectasis and right upper lobe consolidation, probably secondary to aspiration. At this time the x-rays which had been taken daily prior to the extubation were reviewed, and it was noticed that the endotracheal tube had extruded so that the inflated endotracheal tube cuff lay inside the mask of the lma. This apparently occurred from 6 to 30 hrs prior to extubaion. This development had gone unnoticed by the staff and the pt had maintained a satisfactory airway. The pt then responded well to conventional therapy for aspiration, but then two days later prematurely extubated herself. On this occasion face mask ventilation was not effective and tracheal intubation was impossible. Although an lma was available, no personnel skilled in its usage were available, so an emergency tracheostomy was performed. The pt recovered from her multiple respiratory problems and was discharged to the ward.